Event description:
The patient was under monitored anesthesia care (mac) during the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation with correction to the initial with information inadvertently left out. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. The complete evaluation results are as followed: the device was found in two pieces as it appears that the balloon has been cut off approximately an inch from the base. In addition, a large vertical tear can be found along the entire clear balloon. The wire was also returned and found to have a few kinks, however, it is unlikely that the customer used the device with the noticeable kinks and more likely that the kinks were created after procedure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the suggested event occurred due to the seam connecting the two halves of the balloon is not correct. However, the subject device was not returned and the root cause of the event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device will not be returned as it was discarded by the customer. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
An olympus representative reported on behalf of the customer, that an ez dilate balloon dilator (fw) 18-19-20, burst inside the patient when inflated to 20mm. The event occurred during the therapeutic procedure (esophagogastroduodenoscopy (egd) with esophageal dilation) and was completed with the same device. This is the ninth occurrence from this lot. There was no procedural delay, or no patient harm associated with the event.

Manufacturer narrative:
This supplemental report is to provide a correction to b5 with information inadvertently left out.

Event description:
This complaint is related to additional 8 complaints: (B)(4).